Manufacturer narrative:
D9 - date returned to mfg: 12/8/2025. Received one (1) used mc330533 smallbore ext set for inspection. The filter was wetted out with prior infusate. The set was leak tested per product specifications. There was leakage from the filter vents. The reported complaint of leakage can be confirmed. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use.

Event description:
The event involved a smallbore extension set w/ microclave and it was reported that filter section of tubing to be sticky on exterior of flut section of filer. The section was removed while discontinuing total parenteral nutrition (tpn). There was patient involvement, but no patient harm/ adverse event reported.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. Additional contact information: (B)(6).